Event description:
The hearing performance with the device is affected. The problems reportedly started in august 2023. Re-implantation is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient was explanted due to recurrent infection, ear discharge and swelling at the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. Further in situ measurements showed several channels with hi impedance likely due to physiological changes inside the cochlea caused by the reported infection. During the last fitting appointment in situ measurements showed all channels within specification. The explanted device has not been received for investigation yet.

Event description:
The hearing performance with the device was affected. The problems reportedly started in august 2023. The user had an infection with swelling on the implant side. The skin above the device and surgical incision line was still intact. No cultures were taken. The infection was treated with ear drops.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient was explanted due to recurrent infection, ear discharge and swelling at the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. Further in situ measurements showed several channels with hi impedance likely due to physiological changes inside the cochlea caused by the reported infection. During the last fitting appointment in situ measurements showed all channels within specification. This is a final report.

Event description:
The hearing performance with the device was affected. The problems reportedly started in august 2023. The user had an infection with swelling on the implant side. The skin above the device and surgical incision line was still intact. No cultures were taken. The infection was treated with ear drops.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements showed several channels with hi impedance likely due to physiological changes inside the cochlea caused by the reported infection. During the last fitting appointment in situ measurements shows all channels within specification. Further the infection caused a swelling above the implant site. The device remains implanted and in use.

Event description:
The hearing performance with the device was affected. The problems reportedly started in (B)(6) 2023. The user has not been explanted; the surgery has been postponed as the in-situ measurements have improved.